Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 492mg/dl and 495mg/dl which was treated with needles and manual injection. Customer¿s current blood glucose was 112mg/dl and also had 82mg/dl. Customer stated that drive support cap was normal. Customer performed high pressure test and insulin pump alarmed for no delivery, passed test. Insulin pump will not be return for analysis.